Manufacturer narrative:
The device was returned to the factory for evaluation. It showed of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube and on the seal. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly, it was completely unraveled. The spring assembly was advanced about half of it was outside of the delivery tube. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to deploy. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, once the hs iii proximal seal was deployed and after pulling out the delivery device, it was noted that bleeding could not be stopped. The surgeon decided to remove the seal and adjust the tension spring and the bleeding still could not be stopped. Since the bleeding could not be stopped by the seal, the surgeon removed the seal from the pt while stopping the bleeding by using fingers; the pt lost 20mls of blood. The pt did not require a transfusion; the surgery was extended by a few minutes. A replacement device was used to complete the procedure. The hospital did not report any pt effects.